Manufacturer narrative:
E1 initial reporter phone: (B)(6). Device evaluated by manufacturer. The complaint device was received for product analysis. A visual inspection of the device revealed that the shaft was found flattened from 0.2mm to 0.5mm from distal to proximal. Additionally, the tip was observed damaged. No other issues were identified during the product analysis.

Event description:
It was reported that a device fracture occurred. A guidezilla ii, 6f was selected for use. During the procedure, it was noted that the tip of the guidezilla was fractured. The device was removed normally, and the procedure was completed with another of the same device. There was no patient complications reported post procedure.

Event description:
It was reported that a device fracture occurred. A guidezilla ii, 6f was selected for use. During the procedure, it was noted that the tip of the guidezilla was fractured. The device was removed normally, and the procedure was completed with another of the same device. There was no patient complications reported post procedure.

Manufacturer narrative:
(B)(6).